Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported: malformed staples. It was reported that during the pancreatoduodenectomy surgery, after fired, noted the staples malformed. Used suture to oversew. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # r59611. Batch # r5950n. Other batch returned from user. Manufactured date 6/30/2018. Expiration date 5/30/2023. Evaluation summary of representative samples: this product complaint was received for engineering analysis. The product was received as un-opened devices still in their packaging blisters. There was a total of twelve devices included in this product complaint and all product was cdh25a product code. These devices were analyzed using the formal analysis plan that is outlined in our product complaint data system. As part of the analysis plan, these devices were fired by hand in a test skin. Multiple observations were noted and recorded on the analysis plan data sheet during the device analysis and review. Several observation and measurement notes were recorded to allow design engineering a means to refer back to the product review. No observations were noted that resulted in a conclusion to indicate a functionally non-conforming device. All twelve devices were fired on a test media for functionality. All twelve fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple lines were complete, and the staples were noted to have the proper b-formed shape. All twelve devices were assessed to be functionally conforming. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a small plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a small plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The small amount of spring back on indicator at low b was noted, however the device functioned as intended. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a small plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The spring back slightly at low b was noted, however the device functioned as intended. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a large plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a small plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a small plastic burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as cut the breakaway washer, a slightly cut off center and with burr on the washer cut line was noted. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh25a device arrived sterile and with no apparent damage. The breakaway washer was present and uncut, and the device was fully loaded with staples. The device was opened and tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).